Event description:
A false positive advia centaur troponin ultra test result was obtained on a pt's redraw sample and discordant when compared to an initial negative result. The physician questioned the redrawn pt test result and repeat testing was performed. The repeat test results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a system preventative maintenance. No conclusion can be drawn. The discordant troponin test result may be attributed to sample handling. The instruments are performing within specifications. No further eval of the device is required.